Manufacturer narrative:
Product analysis :visual and optical examination of mas bone screw confirm breakage near the base of the bone screw head. Microscopic examination noted reveals secondary (post-fracture) damage to the fracture surface. Undamaged areas of fracture surface revealed convex striations through the cross-sectional area, consistent with cyclic fatigue. Dimensional examination of the bone screw neck diameter confirmed conformance to print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
X-ray review: "patient is status post l3-s1 lateral and posterior spinal fusion procedure. Ap and lateral pre revision and post revision x-rays are provided. Early screw fracture at s1 occurred. No fusion at l5-s1 interspace has occurred. Instrumentation is undersized is undersized for this level and at l4,l5. Root cause surgical technique."

Manufacturer narrative:
(B)(4) (revision surgery,non union). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.however x-rays were submitted .a follow up report will be sent when results of x-ray review are available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Preop diagnosis: spondylolysis it was reported that patient underwent transforaminal lumbar interbody fusion/oblique lumbar interbody fusion at s1 on (B)(6) 2015. On an unknown date; a part of base of screw was broken. It was considered that, it happened due to micro motion by bone union failure. Patient complications were reported as lumbar back pain. Additional surgery was performed for re fixation due to bone union failure on (B)(6) 2016. In revision surgery, fractured screw at s1 left was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.